Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Cup was loose in acetabulum. Cup extracted and replaced with zimmer cup. A new stryker lfit cobalt chrome head replaced the original on the trunion of the stem.

Manufacturer narrative:
An event reporting loosening involving an unknown shell was reported. The event was confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "there is an ap post event x-ray to confirm the cup is loose. The surgical records of the primary arthroplasty in 2003 do not provide any details that might provide a clue to the later failure and as such this case cannot be solved with the current information. Beyond a better lateral post event x-ray we need early post implantation x-rays at minimum to solve this case." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: "there is an ap post event x-ray to confirm the cup is loose. The surgical records of the primary arthroplasty in 2003 do not provide any details that might provide a clue to the later failure and as such this case cannot be solved with the current information. Beyond a better lateral post event x-ray we need early post implantation x-rays at minimum to solve this case." The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Cup was loose in acetabulum. Cup extracted and replaced with zimmer cup. A new styker lfit cobalt chrome head replaced the original on the trunion of the stem.